Event description:
It was reported that the 9800 system intermittently locked up with a kv error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, ps2 power supply, and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.